Event description:
It was reported that the patient was experiencing inadequate pain relief as a result of high lead impedances on the contacts. The patient underwent a lead replacement procedure and was doing well postoperatively. The explanted leads were not returned to bsn as they were discarded by the medical facility.

Manufacturer narrative:
Event date: exact date unknown, event occurred a year from the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(4), batch: 7075572.